Event description:
On october 16th 2008, the customer reported that in 2008 the product disconnected from the titanium adaptor and the product required to be changed for wet contamination. This problem occurred during patient use. No report of serious injury.

Manufacturer narrative:
Per the customer, the sample was not available.